Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -16.00/4.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The reporter stated that the patient is vaulted at over 900 and has a mild on and off iritis. Lens was exchanged for a shorter length lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found the haptic torn. Additional information: h6 - health effect clinical code : 4581 - significant reduction of irido-corneal angles,iridocyclitis. B5 - it was later reported that the patient was currently recovering well with better vault and angle. Postoperatively the patient was glasses rx for improving her distance but is overall fairly pleased with the outcome. She is using medication for mild postoperative iridocylitis which is a re-occuring patient related factor. Cause of the event was reported as the device and noted "oversized icl" and a patient related factor. Claim#: (B)(4).